Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer blood glucose was not 505 mg/dl, clarification of 505 was in reference of the time 5:05am in which the customer received an insulin flow blocked alarm due to scar tissue. The device did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 230 mg/dl at the time of incident. Troubleshooting was performed. The insulin did exit during prime. The customer reported that they experienced high blood glucose of 505 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.